Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Visual inspection of the partial lead found an external insulation abrasion breaching the sheath with intact silicone insulation beneath at the proximal region. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.